Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 1 and 4 hours. It was noted that the pink slide did not move forward, but the cannula was visible. No information was provided on how the hyperglycemia was treated.